Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the color became purple when rotating the device due to damage of image sensor unit (breakage, disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system as below: [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using gauze moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit in endoscope connector, color tone of the image was not proper. In addition, due to a crack on distal end, water tightness was lost. Bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on charge coupled device unit, the image had linear scratches. Control unit had a scratch. Switch button 1 has a scratch. Grip had a scratch. Up/down plate had a scratch. Protector of the video cable section had a scratch. Light guide cover glass had a scratch. Light guide connector has a scratch. Video connector had a scratch. Video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the color became purple when rotating with the endoeye flex deflectable videoscope. The event occurred during preparation for use. The procedure was a therapeutic thoracoscopic pulmonary resection. The procedure was completed using a replacement device. There was no user or patient harm associated with this event.